Event description:
The complainant alleged that the clinicians were attempting a synchronized cardioversion on a pt (age and gender unk), but they rec'd a "mfe shorted" error message on the device screen when they attempted a 200 joule shock to the pt. The clinicians were able to obtain another device to treat the pt. The complaint indicted that there was no adverse effect on the pt as a result of reported malfunction.